Manufacturer narrative:
The issue occurred during setup for patient use. There was no harm to the patient and delay in therapy due to the reported failure. The reported issue was confirmed and traced to power management (pm) printed circuit board assembly (pcba). The fse replaced the pm pcba. The device passed all the tests and returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 17feb2021.

Event description:
It was reported to philips that the device had a blank screen when powered on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.